Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had significant pain in their upper legs. They shut their device off and it mostly went away. There was still some minor discomfort. When they turned the device back on, they noticed it was on program 4. They must have mistakenly put it on program 4. The patient had always used program 1. They shut the device off and the majority went away. The tingling sensation in the upper legs was not entirely resolved. They shut the device off for two days and that was the best their legs felt. The patient had since turned it back on. It was further reported on (B)(6) 2016 that her issue was not resolved yet.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she was on program 4 and all of a sudden, she started feeling tingling in her upper legs so she shut it off for about 18 hours. It all seemed to get better but she realized she had it on program 4 instead of 1 so she put it back on program 1 at a low setting. It had gotten better but the feeling was still there. It started on (B)(6) 2015 or (B)(6) 2015. There was no fall or trauma related to this issue. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Follow up is being conducted to obtain the circumstances that led to the event, the steps taking to resolve the event and to confirm if the event was resolved. If additional information is received, a follow up report will be sent.